Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The account reported the patient experienced a shock from their implantable defibrillator at home. The patient was admitted and device interrogation showed an appropriate shock for ventricular tachycardia, with other episodes of supraventricular tachycardia. The patient was treated with amiodarone. Additional information communicated on 04dec2019 by the account reported an echocardiogram showed the lvad operating within normal limits. The event reportedly resolved on (B)(6) 2019 and the patient was discharged. The hm3 IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The site communicated that the patient experienced an ICD shock at home. The patient was admitted and upon device interrogation there was one appropriate ICD shock for ventricular tachycardia and several shorter episodes of supraventricular tachycardia. Amiodarone was restarted. An echo showed the lvad functioning within normal limits and the patient was discharged. No additional information was reported.